Manufacturer narrative:
Product #1 pi main (B)(4). An event of incorrect, inadequate or imprecise result or readings resulting in no clinical signs, symptoms or conditions which were unaddressed was reported. The high voltage device is implanted and is not expected to be returned. Gfes were performed to confirm if a malfunction was alleged. Information received indicated there is no alleged malfunction. A device history record (DHR) review was not required per investigation procedure. The reported event of noise due to electromagnetic interference was confirmed by a field representative via device records.

Event description:
It was reported that, noise resulting in oversensing due to electromagnetic interference (emi) was noted on the device. No intervention has been performed. The patient was stable.